Manufacturer narrative:
Concomitant medical products: product ID: 3586, serial# (B)(4), implanted: (B)(6) 1992, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. (B)(4).

Event description:
The patient¿s health care provider confirmed that the patient did not report any malfunction or event to them. The patient was seen on (B)(6) 2013 without a complaint. A follow up call to the patient was going to be made and then the patient¿s next appointment was on (B)(6) 2013.

Event description:
It was reported that the implantable neurostimulator (ins) had not worked for "15 years." Patient never had "positive working order for it." Symptoms occurred following an implant. It was noted the implant was still in the body and the patient had been maintaining the ins as if it were active. Additional information requested but had not been received as of the date of this report.